Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A nurse reported that the handpiece stopped working during a cataract procedure. Calibration was successful. The main groove was performed but then the ustrasound of the handpiece stopped. Another system was used. The procedure could be completed. There was no patient harm reported. Additional information has been requested.

Manufacturer narrative:
The handpiece was examined and the reported event was confirmed (via event log), as a system message (sm) was displayed. No further information was able to be obtained from this customer. A review of the customer¿s complaint history for the last 24 months did not show any previous complaints of this kind against the phaco handpiece. The handpiece was manufactured on march 13, 2015. Based on qa assessment, the product met specifications at the time of release. The associated system was manufactured on july 18, 2008. When the this system detects a hp nonconformity that triggers a sm, the system¿s response is to change the ultrasound (u/s) tune status to ¿not tuned¿ and disable position three of the footswitch, therefore causing the customers report of ¿no phaco¿. When position three is disabled, the user can push the footswitch pedal down but the pedal will not relay any signal to the handpiece to produce phaco power. In this way, the system precludes the user from trying to phaco with a compromised handpiece. Although the company representative was able to verify the reported event, the component root cause remains inconclusive. The manufacturer internal reference number is: (B)(4).